Event description:
As reported: during the balloon-assisted-coiling of a media aneurysm, the balloon burst within the vessel. The balloon wasn't inflated completely ¿ around 50-70%. When the balloon had burst, there was a quick loss of volume in a short time. The event had no influence on the patient's outcome.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is in transit to be returned to the manufacturer for evaluation but has not yet been received by the manufacturer. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
Items returned for investigation: scepter c. Items not returned for investigation: n/a. The balloon was returned ruptured, and the coil of the inflation lumen was observed to be dislodged near the proximal end of the balloon. No functional testing for inflation could be conducted due to the balloon rupture. The investigation of the returned balloon catheter found the coil of the inflation lumen dislodged near the proximal end of the balloon and the balloon ruptured, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification due to over inflation.

Event description:
As reported: during the balloon-assisted-coiling of a media aneurysm, the balloon burst within the vessel. The balloon wasn't inflated completely ¿ around 50-70%. When the balloon had burst, there was a quick loss of volume in a short time. The event had no influence on the patient's outcome.